Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt noticed a gradual decrease in the quality of his movement starting (B)(6) 2010. He used his pt programmer to interrogate the device on the (B)(6) 2010. The screen showed the doctor symbol and elective replacement indicator (eri). An hour later, it showed end of service (eos). The manufacturer's rep interrogated the device. A therapy impedance test revealed that left gpi was 105 ohms and current read as high. Right gpi impedance was 989 ohms and current of 4.079 ma. These were noted to be the upper limit values. The initial setting was: amp: 5.0/4.4 pulse width: 90/90 rate: 130 with electrode configuration: 0- 1+/6-7+. The usage was 24 hours/7 days. The pt was currently in the hospital awaiting device replacement. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.